Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook pin in the top jaw was coming loose. The sales rep stated the issue was detected on the scope, and the device was removed from the patient before the pin came out. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Additional information: a device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Investigation summary: the complaint device was received and evaluated. The device appeared to be in used condition. Visual inspection of the jaw revealed that the jaw-to-shaft pin was protruding slightly from both sides of the shaft, indicating the pin likely sheared within the top jaw. This complaint is confirmed. The device was functionally tested by actuating the jaw lever and the jaw opened and closed, but the top jaw was loose due to the identified pin failure. This type of jaw failure is typically attributed to user technique. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. Additionally, the device is approximately six years old and may have seen heavy use in the field. A device history record (DHR) review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending investigation. (B)(4).